Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by the customer's parent that the customer's pump was delivering un-programmed boluses. The customer¿s blood glucose level was 90 mg/dl at the time of the incident and 146 at the time of the call. The customer used food to treat the lows. The passed a self test. Troubleshooting was but did not resolve the issue. The insulin pump will not be returned for analysis.